Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient had a pod in which they had experienced pain at the pod infusion site. The patient reports the pods needle had not retracted upon initial activation.